Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that no steps had been taken, the device was still dislodged and malfunctioning. The issue had not been resolved and the patient had gone to the implanting surgeon who didn¿t do anything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient was in an motor vehicle crash (mvc) last night and reported that it "dislodged the spinal stimulator" and it has been "misfiring" ever since. Caller stated patient attempted to turn stim off but it doesn't turn off. Caller stated they've been trying to get a rep to come out since yesterday but no one has been able to come. Tss worked with caller to interrogate ins with patient's controller which showed that stimulation was off. The issue was not resolved through troubleshooting. Tss transferred caller to nas and reviewed that with stimulation off, if patient is still feeling stimulation sensation, hcp would want to examine patient for possible non-device related causes or confirm if device has moved and if that is causing the issue.